Event description:
Reporter alleged blood glucose measured 149 mg/dl at 7 pm, so customer took 22 units of normal insulin and ate dinner. It was stated at 8:15 pm, customer began to feel funny and was "jerking, could not open her jaw, had difficulty swallowing, and thought she was having a stroke" so a relative began taking customer to the hosp. Reporter stated customer tested glucose at that time and reading was 135 mg/dl and on the way to the hosp customer's symptoms worsened, so the emergency med tech (emts) were called and came to test the customer. Emt meter reportedly measured 40 mg/dl at 8:30 pm, so customer was given a dextrose IV and an EKG check was performed before being taken to the hosp where customer was given food. Reporter indicated the emt meter read 150 mg/dl after the customer received the dextrose IV and no other actions or treatment resulted. A request had been made for the return of the suspect device and replacement product was sent.